Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the pancreas procedure, after firing, noted the staples were malformed. Changed to a new device to complete surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2023. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with bulkhead contacts and buttery corroded and with one gst60w reload present. The reload was received unfired. The device was returned with a non-working firing mechanism. No functional testing could be performed due to the returned condition of the corroded bulkhead contacts. One possible cause for this condition may be exposure of cleaning solutions. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 201a43, and no non-conformances were identified.